Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no insulation breach or buckling on the lead at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was advanced into sheath but would not go through sheath. When lead removed from sheath it appeared to have insulation damage. It was also noted that the sheath was found to have a crimp. The lead was not used and replaced. No patient complications have been reported as a result of this event.